Manufacturer narrative:
Additional information: the physician was unaware the device had expired before implanting. The right lower lobe, subsegmental branch was the lesion/vessel associated with the event. Other areas were treated with additional sizes and these mpv devices were not expired. Right lower lobe artery for pavm (target vessel also had coils that were previously placed. Plug was placed behind that coil pack) vessel diameter was 3.0 mm. No abnormalities were reported to the vessel. Additional right lobe artery was also embolized using an mvp-5q. Nothing was wrong with the additional plug that was used. Sheath used was a 7 fr x 90 cm destination (terumo sheath) and guidewire used was a bentson 0.035" 260 cm & synco standard 0.018" 200cm. The device was prepped per IFU. Mvp was soaked in heparinized saline prior to use and a continuous flush was used with a touchy during procedure. Microcatheter used was a 2.8 fr progreat (terumo) with ID of 0.027". Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure, an expired micro vascular plug 5q was used in the patient. The device was implanted and was not removed from the patient. The catheter was flushed before inserting the plug. Other area(s) were treated using additional sizes and the procedure was completed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.